Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events induration and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: indications: ¿ "juvéderm® volbella¿ with lidocaine is intended to be used via superficial or mid-dermis injection or lips mucosa injection by an authorized medical practitioner." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported that a patient was injected with 2.0ml of juvéderm® volbella¿ with lidocaine into the hands. Approximately 10 weeks later, "induration appeared - 1 induration on the left hand, 2 induration on right hand, moderately painful on palpitation. The skin above the induration is without changes." Treatment has not yet been provided for symptoms but the healthcare professional "is going to perform anti-inflammatory, antihistamine and antibacterial therapy." Symptoms have not resolved.